Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. During the analysis the device was interrogated multiple times with load without any interrogation issue. Additionally, visual inspection of the header and connector found not contamination, or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.